Event description:
Skin marker products falling off patient during mammogram, and in some cases, resulting in a repeat mammogram.

Manufacturer narrative:
Skin marker products (see also device 1 and 3) have adhesive properties that may become compromised during use, dependent on handling and application.